Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the 3 trocars were being placed at the beginning of the procedure, the valve seal disengaged, the balloon deflated and leaked gas/air. Another unit was opened to resolve the issue. There was no patient injury.